Event description:
It was reported that the patient experienced diaphragmatic stimulation. There was concern over the design function of the system. The patient's device was removed and replaced. The patient's right ventricular lead remains in use. It was noted that the patient is participating in the panorama clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.